Manufacturer narrative:
F12 added to h6. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 41-year-old male patient presenting with cardiomyopathy, scai shock stage d. The patient's comorbidities were unknown. The patient was transferred to temple university hospital. It was noted that the impella aortic pressure (ao) readings (188/158/172) were no longer correlating with arterial line pressures (82/74/78). Per the registered nurse, the impella ao signal had been gradually increasing over the prior three days. Motor current readings were 485/419/446 at performance level p-8. Urine output remained greater than 30¿ml/hr and was described as concentrated and amber in appearance. The patient survived to explant. The reported placement signal issue had no impact on the patient¿s hemodynamics. The reported hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiomyopathy, renal perfusion changes, and critical illness during impella support.

Manufacturer narrative:
Updated information: d4 UDI number updated. G1 MFR site name, danvers, removed. H6 component code changed to g07003. H6 impact code f26 should have been noted as removed from follow up #1. The investigation for the placement signal issue and hematuria has been completed. The cause of the placement signal issue was unable to be determined due to no data logs or product returned. The cause of the injury was not determined due to insufficient clinical details.